Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that: "we noticed that the device was defective: cvc cannon inserted in the jugular hemodialysis in the interventional radiology unit on (B)(6) 2016. The patient was hospitalized on (B)(6) 2016 for septicemia caused by staphylococcus epidermidis, probably caused by the catheter. We removed the catheter on (B)(6) 2016, fibrous sheath and or microbial? We did a culture of the catheter and we took pictures. The culture of the catheter was negative, bacteria flora < 1000 bacteria/ml. The patient had died on (B)(6) 2016. Additional information was requested.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Additional information: follow up information from the adverse event clinical specialist states the catheter had no bearing on the patient's demise. Patient conditions: the patient was chronic renal insufficient and was in haemodialysis with major hydro-sodium retention, was diabetic hypertension treated. An arterio-venous fistula was created in (B)(6) 2016 but not yet operational. The patient had a (B)(6).

Event description:
It was reported that: "we noticed that the device was defective: cvc cannon inserted in the jugular hemodialysis in the interventional radiology unit on (B)(6) 2016. The patient was hospitalized on (B)(6) 2016 for septicemia caused by (B)(6), probably caused by the catheter. We removed the catheter on (B)(6) 2016, fibrous sheath and or microbial? We did a culture of the catheter and we took pictures. The culture of the catheter was negative, bacteria flora < 1000 bacteria/ml. The patient had died on (B)(6) 2016. Additional information was requested.